Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in process specifications. Consumer alleges burn from wrap. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Process related : no. Complaint confirmed : no design related : no.

Event description:
She got second or third degree burns [burns third degree]. She got second or third degree burns [burns second degree]. Layers of the skin were coming off [skin exfoliation]. The top of the skin bubbled up [blister]. A (B)(6)year-old has used the wrap directly against the skin/ she never check under the wrap/ fell asleep [intentional device misuse]. Very painful/ ''swing in pain'' [pain]. It is very red [erythema]. Swollen [swelling]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) year-old caucasian female consumer started to receive thermacare heatwrap (thermacare joint & arthritis pain neck, shoulder & wrist, device lot number l49832, expiration date dec2017), via an unspecified route of administration from 2007 to relax the muscles of her neck. Medical history included hypothyroidism. The consumer's concomitant medications included unspecified pain medication. The consumer mentioned that she has used the wrap directly against the skin. She wore the heatwrap for about 8 hours on that day when she experienced burns and she never check under the wrap, it is always fine and she checks it 2 or 3 times with her hand and then she fell asleep. The consumer mentioned that she took it off this morning, (B)(6) 2015. When she did that, she ''swing in pain'' and she tried to even touch it and the top of the skin bubbled up. The consumer mentioned that the heatwrap burnt whole back of her neck, layers of the skin were coming off and she got second or third degree burns. The consumer mentioned that not all of her skin of her neck is coming off, but it is pretty bad and very painful. Her friend took a picture of the back of her neck and said that it is severely burned. The consumer mentioned the size and location of the burns: over her shoulders below her head, the biggest burn looks to be like 3 to 4 inches in length and at least 1 and a half inches wide, may be more and there are some other burns on the other shoulder. The consumer mentioned that the burn is pretty big, she has got 3 separate burns, it is bubbled, swollen, the skin came off and it is very red. The consumer mentioned the first big one may be 2 and a half inches to 3 inches long and 2 inches wide, looks like a big butterfly, it looks like 2 rocks and the other 2 are smaller, the skin coming off an inch wide, one is a quarter wide and one is full inch wide. Therapeutic measures were taken as a result of events included she had to put a burn cream on it. The consumer mentioned that there were no defects on the wrap like cuts, tears, holes or leaks, she did not change or modify the wrap in any way and she did not feel that the wrap is getting too hot. The consumer mentioned that she did not put the wrap in the microwave, she did not use the wrap overnight or while sleeping and has used the wrap over healthy skin. The consumer mentioned that she has used the wrap over the correct part of the body and she did not overlap the wrap nor did she exercise while using the wrap and she did not apply any pressure over the wrap, she did not wear more than 2 layers of clothing over the wrap. The consumer mentioned that she did not sit or recline for a prolonged period of time and on an average, she wears each wrap for about 8 and sometimes less, 4 hours. The consumer mentioned that she did not use more than one wrap per day. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the events was unknown. New information received from a product quality complaints, investigation results included: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in process specifications. Consumer alleges burn from wrap. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Process related : no complaint confirmed : no design related : no. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2015): follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2015): new information received from a product quality complaints included: investigation results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events burns third degree, burns second degree, blister, skin exfoliation, and device misuse as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events pain, erythema, and swelling are considered associated with device use. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burns third degree, burns second degree, blister, skin exfoliation, and device misuse as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events pain, erythema, and swelling are considered associated with device use. This case meets final 10-day EU and 30-day FDA reportability. Evaluation summary: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in process specifications. Consumer alleges burn from wrap. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Process related : no complaint confirmed : no design related : no.

Event description:
She got second or third degree burns [burns third degree]. She got second or third degree burns [burns second degree]. Layers of the skin were coming off [skin exfoliation]. The top of the skin bubbled up [blister]. (B)(6) year-old has used the wrap directly against the skin/ she never check under the wrap/ fell asleep [device misuse]. Very painful/ ''swing in pain'' [pain]. It is very red [erythema]. Swollen [swelling]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) year-old caucasian female consumer started to receive thermacare heatwrap (thermacare joint & arthritis pain neck, shoulder & wrist, device lot number l49832, expiration date dec2017), via an unspecified route of administration from 2007 to relax the muscles of her neck. Medical history included hypothyroidism. The consumer's concomitant medications included unspecified pain medication. The consumer mentioned that she has used the wrap directly against the skin. She wore the heatwrap for about 8 hours on that day when she experienced burns and she never check under the wrap, it is always fine and she checks it 2 or 3 times with her hand and then she fell asleep. The consumer mentioned that she took it off this morning, (B)(6) 2015. When she did that, she ''swing in pain'' and she tried to even touch it and the top of the skin bubbled up. The consumer mentioned that the heatwrap burnt whole back of her neck, layers of the skin were coming off and she got second or third degree burns. The consumer mentioned that not all of her skin of her neck is coming off, but it is pretty bad and very painful. Her friend took a picture of the back of her neck and said that it is severely burned. The consumer mentioned the size and location of the burns: over her shoulders below her head, the biggest burn looks to be like 3 to 4 inches in length and at least 1 and a half inches wide, may be more and there are some other burns on the other shoulder. The consumer mentioned that the burn is pretty big, she has got 3 separate burns, it is bubbled, swollen, the skin came off and it is very red. The consumer mentioned the first big one may be 2 and a half inches to 3 inches long and 2 inches wide, looks like a big butterfly, it looks like 2 rocks and the other 2 are smaller, the skin coming off an inch wide, one is a quarter wide and one is full inch wide. Therapeutic measures were taken as a result of events included she had to put a burn cream on it. The consumer mentioned that there were no defects on the wrap like cuts, tears, holes or leaks, she did not change or modify the wrap in any way and she did not feel that the wrap is getting too hot. The consumer mentioned that she did not put the wrap in the microwave, she did not use the wrap overnight or while sleeping and has used the wrap over healthy skin. The consumer mentioned that she has used the wrap over the correct part of the body and she did not overlap the wrap nor did she exercise while using the wrap and she did not apply any pressure over the wrap, she did not wear more than 2 layers of clothing over the wrap. The consumer mentioned that she did not sit or recline for a prolonged period of time and on an average, she wears each wrap for about 8 and sometimes less, 4 hours. The consumer mentioned that she did not use more than one wrap per day. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events burns third degree, burns second degree, blister, skin exfoliation, and device misuse as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events pain, erythema, and swelling are considered associated with device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burns third degree, burns second degree, blister, skin exfoliation, and device misuse as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events pain, erythema, and swelling are considered associated with device use. This case meets initial 10-day EU and 30-day FDA reportability.